Event description:
It was reported that the patient underwent multiple left hip arthoplasty surgeries and know the patient was being revised due to subsidence and dislocation after two months post reimplantation. No more additional information is available.

Manufacturer narrative:
The follow report is submitted based on the additional received. Complaint was confirmed based on surgical op notes that was provided. Review of device history records for identified no deviations or anomalies. Non- zimmer biomet shell and liner are used with zimmer head and stem. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. However it is unknown if this combination of devices has any effect to the reported issue. A definitive root cause cannot be determined with the information provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: 11-158318, plr splined rev stem 18x270mm, 753130; 157444, m2a-magnum mod hd sz 44mm, 798640; unknown, unknown liner, unknown; 139252, m2a-magnum 42-50mm tpr insrt-6, 540580.

Event description:
It was reported that the patient underwent a revision due to subsidence of stem and dislocation after two months post reimplantation. No other information is available at this time.

Manufacturer narrative:
(B)(4). Date of event - manuscript was written in 2017. Concomitant products: unknown, unknown arcos distal stem, unknown. Unknown, unknown head, unknown. Unknown, unknown liner, unknown. Unknown, unknown cup, unknown. Report source, literature - pelt, c.e. Et al (2017). Review of a modern modular femoral revision stem in revision total hip arthroplasty. Unpublished manuscript, the university of utah department of orthopaedics, salt lake city, ut. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11425. Product location unknown.

Event description:
It was reported in a journal article that one patient was revised due to instability with subsidence of the femoral stem. Attempts have been made and additional information on the reported event is unavailable.